Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the pressure alarmed and the led fill chamber of the fms vue pump does not work. There was no procedure involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: a1 (patient identifier), d10 (concomitant medical products), e1 (initial reporter name and address). H3, h6: investigation summary: the complaint device was received at the service center and evaluated. Our affiliate reported an issue of the led fill chamber of the pump was not working, also the pressure alarming didn't work for high pressure. Per service report, this complaint can be confirmed. During evaluation, it was found that the tips were worn out, fill led on the keyboard did not light up and the keyboard was defective. Bezel and membrane switch were replaced to resolve the issue. After repair, the device was found to be working according to the specification. With the available information, we cannot determine the definite root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H11: corrected data: d3 (manufacturer name, city and state) , g1 (MFR site). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.